Manufacturer narrative:
Qn#(B)(4). The customer returned eleven representative samples of 544230 hemolok ml clips 6/cart 84/box for investigation. These representative samples are for this tc and tc 1900065605. The actual sample was not returned. The representative samples were returned closed in their original packaging. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed. The clip applier was not returned. Functional inspection was performed on the returned representative samples. A lab inventory clip applier was used. All six clips in the first cartridge that was tested were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. This was repeated for the ten remaining cartridges with the same results. No clips fell from the applier or broke during testing. No functional issues were found with the returned clips. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken clips" could not be confirmed since the actual sample was not returned. Eleven representative samples were returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as all clips were able to be properly loaded into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. The probable cause of this issue could not be determined without the actual sample.

Event description:
It was reported that with two different lot numbers. There were 2 issues. Either the clip fell from the applier or the clip broke during insertion on the applier.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e1800442 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that with two different lot numbers. There were 2 issues. Either the clip fell from the applier or the clip broke during insertion on the applier.